Event description:
Covidien received information stating an e360 ventilator's screen disappeared during patient use. It was reported, the ventilator generated a continuous alarm at the time of the event. Although the ventilator did not stop cycling, the patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The single board computer (sbc) was returned for evaluation. It was installed into a test ventilator and powered on without issues. The device was allowed to ventilate for one week, with no errors or alerts displayed by the unit. The display functioned as intended. The customer reported malfunction was not verified.